Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that two weeks following an intraocular lens (iol) implant procedure, the patient experienced mild pain and a red eye. The vision decreased abruptly from 1.0 to 0.2. A physical examination of left eye reveals conjunctival congestion, corneal descemet's membrane folds, anterior chamber flare (+), a little brown exudation on the surface of iol. The patient had the examination of ultrasonic b. The patient was treated with local steroid eye drops, subconjunctival injection and a mydriatic drug. Later the local symptoms were resolved. The right eye had the same symptoms on the next day when the left eye suffered the above symptoms. The vision of both eyes was eventually 0.8. There are two medical device reports associated with this patient. This report is for the left eye.